Event description:
It was reported when using the bd pyxis¿ medstation¿ es, station on disconnected mode. The customer reported that the malfunction took place when the user tried to dispense medication to the patient, however no delay was reported. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce, which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-feb-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was in disconnected mode. A field service engineer (fse) found that an ethernet cable was plugged into the wrong port on the back of the pyxis. Moved it to the correct port. The system functioned as intended after the field service engineer repaired the device. Initial reporter facility name e1. - (B)(6) .